Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision stem hip impl win gen on an unknown side (exact date not reported). Currently, the patient is being monitored due to dislocation and was treated by closed reduction.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that additional information is being submitted. A technical investigation was not possible to perform, as the devices were not at hand for investigation as the patient was not revised. However, based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item and lot number is available. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: according to the received journal article, that one patient experienced twice a dislocation and was treated with a closed reduction. Root cause analysis root cause determination using dfmea: - dislocation of hip as a result of hip instability due to selection of wrong offset/ ccd angle => possible: the provided information do not indicate any pre-operative planning steps. It is unknown if the surgeon followed the surgical instructions appropriately. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. That being said, the conducted root cause analysis did not come up with a specific root cause. However, in inappropriate pre-operative planning (in choosing the wrong ccd angle) might contributed to the event. However, this cannot be confirmed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).